Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory revealed an inappropriate atrial tachy response (atr) episode due to noise and oversensing on the right atrial (ra) lead. The oversensing resulted in pacing inhibition for greater than two seconds for this pacemaker dependent patient. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported.